Event description:
The manufacturer received information alleging a ventilator was alarming and the display was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board, system board and lcd screen were replaced to address the issues.